Event description:
It was reported that the reload gst60g was stuck and got fired partially with a new gun.there were no patient consequences,

Manufacturer narrative:
(B)(4). Batch #481a39. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ec60a device was returned with the join cover damaged. Also, the closure trigger in the closed position and the anvil in the open position with a gst60g reload present. The reload was received partially fired on (B)(6). During the functional test, the closure trigger cannot be open. Due to the condition of the device no functional test was performed. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, an excessive gap was observed between frame c & b. Frame c was removed and the rod firing was disengaged and frame a was noted broken in the same area where the gap was noted between frame c & b. The event reported was confirmed and it is related to improper use of the device. The damage to the frame, it is possible that outside the normal use force was applied on the distal jaw creating a torque on the instrument and breaking the frame and shrouds. The condition of the reload is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one piece sled forward and locking the reload. Please reference the instruction for use for more information. The damage to the joint cover, it is possible that the device was attended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.